Event description:
Catheter broke off when being removed from the pt. Pt returned to surgery to have the catheter removed.

Manufacturer narrative:
This follow-up is being filed because additional product info was received from the facility. The additional info does not alter the conclusion of this report.